Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux-en-y of gastric pouch, the first reload was not possible to fire. A new reload was used however, it only fire partially together with the second handle and adapter. The second handle and adapter was able to fire and used with the 3rd reload and until the end of the procedure. There was no patient injury.